Event description:
It was reported that there was phantom motion of the electronic positioning functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.